Event description:
It was reported that patient had shocking or jolting sensation in the brain stimulation area. Shocks "were not very strong". Symptoms started some time the week of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 7436 lot# serial# (B)(4), product type programmer, patient product ID, 3389-40 lot# j0437510v, implanted: 2005 (B)(6), product type lead product ID, 3389-40 lot# j0428036v, implanted: 2005 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. The patient was not hospitalized due to the event. It was further stated that the patient "did not report this event to the programming office." Additional information was requested, but was not available as of the date of this report.